Event description:
Clinical narrative: an impella 5.5 device was inserted via a left direct surgical approach in an 81-year-old male patient undergoing coronary artery bypass graft (CABG) surgery, for preoperative support. The patient¿s comorbidities were not reported. The patient¿s clinical state prior to initiation of support was consistent with society for cardiovascular angiography and interventions (scai) stage c shock. During the surgical course, the initial impella 5.5 device was removed and replaced with a new impella 5.5 device via the left direct surgical approach. Later after the new 5.5 placement, the patient was noted to develop left-sided neurological deficits. A computed tomography (CT) scan was obtained and demonstrated a large right middle cerebral artery (mca) stroke. The treating physician reported that the cerebrovascular event was believed to have occurred either during the impella device exchange or during aortic cross-clamping performed as part of the surgical procedure. The impella purge solution consisted of dextrose 5 percent in water (d5w) with 25 milliequivalents per liter of sodium bicarbonate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Updated information: b2 selected death and added date of death, b5 clinical narrative updated, h1 changed to death, h6 impact code added f02.

Event description:
Updated clinical narrative: care was withdrawn, and the patient expired. Based on the available information, the death occurred in the setting of a large right middle cerebral artery (mca) stroke identified during the surgical course. Contributing factors may include the patient¿s advanced age (81 years), underlying cardiogenic shock (scai stage c), and the complexity of the cardiothoracic surgical procedure. Previous clinical narrative: an impella 5.5 device was inserted via a left direct surgical approach in an 81-year-old male patient undergoing coronary artery bypass graft (CABG) surgery, for preoperative support. The patient¿s comorbidities were not reported. The patient¿s clinical state prior to initiation of support was consistent with society for cardiovascular angiography and interventions (scai) stage c shock. During the surgical course, the initial impella 5.5 device was removed and replaced with a new impella 5.5 device via the left direct surgical approach. Later after the new 5.5 placement, the patient was noted to develop left-sided neurological deficits. A computed tomography (CT) scan was obtained and demonstrated a large right middle cerebral artery (mca) stroke. The treating physician reported that the cerebrovascular event was believed to have occurred either during the impella device exchange or during aortic cross-clamping performed as part of the surgical procedure. The impella purge solution consisted of dextrose 5 percent in water (d5w) with 25 milliequivalents per liter of sodium bicarbonate. The patient remained on impella 5.5 support at the time of reporting.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax), e1 (zip code extension). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. Additional information has been provided in d9, h3, h6, h10, and h11. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details.